Manufacturer narrative:
The customer reported elevated blood lead test results for two (2) patients. Upon retesting using the same test kit lot on a different lc ii analyzer (s/n: (B)(6), elevated results were again observed. This MDR documents one (1) patient result out of a total of four (4) reported results. Separate mdrs will be submitted for each of the patient results. The associated report numbers will be cross-referenced in the respective FDA form 3500a submissions to ensure traceability.

Event description:
Customer reported two (2) elevated patient results obtained using a new test kit. The kit was opened on monday, (B)(6) 2026. Control test results were reported by the customer as within range; however, the control results were not available for review. On (B)(6) a patient blood lead test result displayed 22.7 ug/dl. When tested on a leadcare ii analyzer (s/n: (B)(6). The same patient sample was then tested using the same test kit lot on a second leadcare ii analyzer, which produced a blood lead level (bll) result of 18.1 g/dl. A venous blood specimen was subsequently collected from the patient and sent to a laboratory for confirmatory testing. At the time of the customer call, confirmatory test results were not available. Technical services (ts) requested that the customer provide the confirmatory results once available. As part of troubleshooting, ts confirmed that the customer's patient sample collection methods were appropriate and in accordance with the manufacturer's instructions for use. Technical services provided the customer with a replacement test kit. During troubleshooting with the new test kit, control testing did not pass when performed on leadcare ii analyzer s/n: (B)(6). As a result ts replaced the leadcare ii analyzer and requested that the customer return analyzer s/n: (B)(6) to the manufacturer for evaluation. At the time of this report, the manufacturer is awaiting return of the analyzer to complete the investigation.